Manufacturer narrative:
Product complaint # (B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Mto chana offset reamer handle qty of 3 are broken. All will be returned, one will be in 2 pieces.

Manufacturer narrative:
This report was submitted in error. Depuy is not the manufacturer or supplier of this product. Please disregard this report.